Event description:
The customer was in an of consciousness. The device was used to check their blood glucose and a result of 151 mg/dl was obtained. Emergency medical system were called and when they arrived they checked patient glucose and the level was 35 mg/dl. Patient was given a glucose tab and taken to the hospital. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.